Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. In addition, it was reported that a cartridge alarm 1 occurred during basal deliveries, and the time on the pump was off by about 10 minutes. Customer's blood glucose level was 300 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.